Manufacturer narrative:
H10: the customer reinstalled the flex cardio sw to resolve the issue and the device was returned to use. The customer also expressed an interest in purchasing new equipment since the revision they own is out of support. The customer was provided a quote and is working with their sales representative on this purchase. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the nibp (non-invasive blood pressure) will give the same reading until manually getting one. The device was in use on a patient. There was no report of patient or user harm.